Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent orif for distal radius fracture with the product in question. During the surgery, when the screw was turned to attach the said guiding block to the plate, there were no resistance, and the screw broke off while still engaged in the plate. The surgeon determined that it could not be taken out during the surgery, so he changed the plate from two to three holes and proceeded. The surgery was completed successfully within 30 minutes delay. The surgeon explained that he had just turned it with his finger, without any screwdrivers, and asked for the block to be replaced. No further information is available. This report is for one (1) guidingblock f/2-column dist-rad-pl2.4 6. This is report 1 of 2 for complaint.